Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional info was received from a rep. The rep said the cause was not determined. The patient didn't show up for their follow up appointment. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-feb-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 24-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative they had abdominal pain that wrapped from the back to the front on the right side. When stimulation was turned on the patient felt pain and a shocking sensation at .4 ma compared to them usually keeping intensity at 2.8 ma for both leads. No external or patient factor were known to have contributed to the issue. Impedances were checked and were within normal limits. An x-ray showed the leads had migrated minimally. Abdominal tests were completed and all was normal. The physician gave the patient a course of steroids and was going to see the patient again in two weeks. The indication for use was spinal pain.